Manufacturer narrative:
H10: on 15oct2023, the fse could not duplicate the reported device issue, but could confirm the occurrence of the barometer sensor range error code in the device diagnostic report (drpt). Due to this confirmed error code, it was determined that the data acquisition (da) printed circuit board assembly (pcba) needed to be replaced. The part replacement and repair of the device were stated to be pending the order confirmation from the customer. The investigation is ongoing.

Manufacturer narrative:
The replaced data acquisition (da) printed circuit board assembly (pcba) was returned to the philips product investigation lab (pil) for evaluation. The pil technician could duplicate the barometer sensor range error alarm with the returned da pcba installed in the pil test device. After further analysis, the pil technician concluded that the barometric pressure sensor (u5) on the returned da pcba was faulty and out of specification. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: on 17jan2024, the field service engineer replaced the data acquisition (da) printed circuit board assembly (pcba) at the philips repair center to resolve the barometer sensor range error. The fse performed a comprehensive inspection of the device, running testing, and functional testing. There were no other abnormalities observed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution name: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator, indicating that there was a barometric sensor range error alarm. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. A philips sales representative replaced the device at the customer site with another v60 and collected the device experiencing the barometric sensor range error. There was no delay in therapy to a patient as a result of the device issue. This investigation is ongoing.